Event description:
As reported, when trying to remove this fogarty catheter that had been used to embolize the vessel, it remained stuck in patient's vessel even though the balloon had been deflated. It was instantly noticed by the surgeon and the device was removed with difficulty after the balloon fragmented in the lumen of the vessel. Patient demographics were requested but not available. There was no allegation of patient injury.

Manufacturer narrative:
One fogarty catheter was received by our product evaluation laboratory for a full evaluation. The reported event was confirmed. As received, spring tip with balloon latex and both windings were completely detached from catheter body and not returned. Catheter body underneath the balloon appeared twisted and deformed. No other visible damage was observed from catheter. According to the IFU (instructions for use), the balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures; and to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Further engineering investigation was performed. A pra was generated. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Additional information was provided: this fogarty catheter remained stuck in patient's vessel after deflating the balloon for catheter's removal. During its removal, the balloon has completely separated from the catheter in the lumen of the vessel. The balloon was completely removed from the patient. There were no consequences nor injury to the patient. On the other hand, the manufacturing records were reviewed and there is no indication of a related nonconformance; all process parameters were met and inspections passed successfully. Device manufacturer and expiration dates were added in h4 and d4 respectively. The "health effect - impact code" was also added in h6. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.